Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip did not straighten out when manipulated, it stayed bowed. Additionally, there were no any visible damages noted to the device. The procedure was completed with a second hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. The cutting wire length was measured and was within specification. Functionally, the device was tested inside and outside the duodenoscope and was able to bow as intended. When the handle was released the tip of the tome was returned to its initial state. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip did not straighten out when manipulated, it stayed bowed. Additionally, there were no any visible damages noted to the device. The procedure was completed with a second hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.